Manufacturer narrative:
Product complaint # (B)(4). The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how many devices presented extra loose needle during this single procedure being reported? 1. What do you mean by "same device was used to complete the procedure" - the suture was used, the extra needle was kept to be sent back. If more than one procedure was affected, were these previously reported to ethicon? If yes, can you provide a product complaint number. N/a. Was the extra needle found while opening the package, before the procedure or during the procedure? Yes, before. Was there an extra loose needle and also a pull off, a needle not attached to suture during the procedure? Needle not attached.

Event description:
It was reported that a patient underwent a breast procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/26/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a foil and a needle of product code j416h were received for evaluation. An extra needle could be observed resulting in a wrong number of components. In addition, the extra needle was examined, and no marks of the swage area were observed, the needle was unused. Based on the information currently available, the extra needle was identified during the investigation of the sample received. This product issue will be addressed through quality system. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.